Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Suspected aseptic loosening. Surgery verified loosening of tibial tray with debonding between metal and cement. Some orsteolysis on later femoral condyle, but femur component was not loose. Infections test where taken and sent to lab to verify any infection. Pat. Was revised to a attune fb revision knee. No adverse events during surgery. No adverse events during surgery.